Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared the laboratory using thromboplastin stago reagent. Comparison 1: the laboratory result was 3.6 inr and the meter result was 4.9 inr. Comparison 2: the laboratory result was 3.1 inr and the meter result was 4.3 inr. The therapeutic range was 2 to 3 inr.